Manufacturer narrative:
Concomitant medical products: ddmc3d4, ICD; implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and the right atrial (ra) lead displayed atrial undersensing. Reprogramming was completed on both leads and both the rv and ra lead remain in use. No patient complications have been reported as a result of this event.